Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that upon removal of sensor on (B)(6) 2013 due to end of sensor session, the sensor wire remained protruding from her skin at insertion site. Patient's fiance removed sensor wire from skin. Patient experienced no discomfort and required no medical intervention. At the time of her call to technical support, patient reported being in fine condition.